Event description:
It was reported that, during an ukr surgery, it was received a "handpiece exposure control motor" failure immediately upon moving from refine femur to cut femur. The drill was recalibrated and homed and went back to refine and then cut and it happened immediately so we recalibrated and homed and in regime, it was switched to manual control and cut femur and tibia on manual with no issues. Surgery was not delayed. The patient outcome is unknown. The results of the investigation indicate that there was an over current error in the firmware of the siu, which is a reportable malfunction.

Manufacturer narrative:
H10: the device, used in treatment, was not return for evaluation. Only the log files were returned for evaluation. The initial visual evaluation was performed by reviewing the returned log files which found that an "over current" error had occurred. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. The initial reporter found that the handpieces functioned as expected even while using manual control, which confirms the issue in the siu. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The surgical technique guide released at the time of the complaint provide instructions troubleshooting information on the navio surgical system to provide solutions for the most common problems. The relationship of the device and the reported event has been established. The over current error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was due to an electrical component failure. Per complaint details, the device malfunctioned during use. Based on the information provided, there was no surgical delay or patient injury/impact as the surgeon "used manual control on navio to finish the case" successfully "with no issues".